Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00573, 3002806535-2017-00574, 3002806535-2017-00575.

Event description:
It was reported that a patient experienced bleeding hematoma behind the knee, swelling, and skin blistering three days post- initial knee arthroplasty. Patient was treated with elevation and rest. Complications were reported to have been resolved six months later.